Event description:
It was reported that a health care provider (hcp) told the reporter that they once had a trial patient who had respiratory issues and it turned into an emergency situation. Additional information has been requested, but was not available as of the date of this report.

Event description:
A healthcare provider (hcp) later reported that they asked everyone at the clinic, and no one knew of this ever happening. The hcp stated they did not know about this ever happening.

Manufacturer narrative:
(B)(4).